Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to loss of fluid resulting in return of the patient's incontinence. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. The patients status was good following the procedure.